Manufacturer narrative:
(B)(4). Device not returned.

Event description:
The customer stated that they received an unexpected high result when testing one patient with accu-chek inform ii meter serial number (B)(4) on (B)(6) 2017 at 6:46 p.m. On (B)(6) 2017 at 6:31 p.m., a sample from the patient was tested with meter serial number (B)(4) and resulted as 295 mg/dl. On (B)(6) 2017 at 10:12 a.m., a sample from the patient was tested with meter serial number (B)(4) and resulted as 40 mg/dl. The patient was given orange juice, a sugar packet, and then ate breakfast at 10:39 am. On (B)(6) 2017 at 11:51 a.m., a sample from the patient was tested with meter serial number (B)(4) and resulted as 358 mg/dl. On (B)(6) 2017 at 12:19 p.m., a sample from the patient was tested with a laboratory method, resulting as 82 mg/dl. On (B)(6) 2017 at 1:12 p.m. The patient ate lunch. On (B)(6) 2017 at 5:32 p.m., a sample from the patient was tested with meter serial number (B)(4) and resulted as 62 mg/dl. On (B)(6) 2017 at 6:15 p.m., the patient ate supper. On (B)(6) 2017 at 6:46 p.m., a sample from the patient was tested with meter serial number (B)(4) and resulted as 444 mg/dl. On (B)(6) 2017 at 6:54 p.m., a sample from the patient was tested with accu-chek inform ii meter serial number (B)(4) and resulted as 260 mg/dl. On (B)(6) 2017, a sample from the patient was collected at 7:16 p.m. Tested with a laboratory method at 7:30 p.m., resulting as 132 mg/dl. No adverse events were alleged to have occurred with the patient. Quality controls were tested on both meters within 24 hours of the event. The same test strip lot number was used for both meters. The customer's product was requested for investigation and replacement product was sent to the customer. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The customer's product was not returned for investigation. No further investigation was possible. None of the treatments/medications provided to the patient are currently known to interfere with the accuracy of the test results. Per product labeling, if peripheral circulation of the patient is impaired, collection of capillary blood from the approved sample sites is not advised as the results might not be a true reflection of the physiological blood glucose level.